Manufacturer narrative:
Device evaluation; the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records was not reviewed as the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
A complete model number was not provided. The lens remains implanted. Serial number was not provided. (B)(6). (B)(4). Manufacturing date: unknown since serial number is was not provided. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a physician has a patient who was experiencing massive reduction of the best-corrected sight and photic phenomena and is now considering explanting both symfony lenses. This report will capture one of the two lens and a separate MDR will be filed for the first lens. No further information was provided.